Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter stated the surgeon attempted to insert a cc4204a collamer single piece lens, +17.5 diopter, but the lens tore. There was no patient contact and the backup lens was implanted. The reporter stated the cause of the event was unknown.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid inside a lens case/ vial. Visual inspection found a tear in the optic, haptic torn and the lens missing a piece of its haptic. (B)(4)